Event description:
During use, tube detached from lower part of drip chamber.

Manufacturer narrative:
Results - received one used sample for the investigation. Our quality engineer visually and microscopically inspected the returned sample. The device history could not be reviewed as the lot number is unknown. Conclusions: the engineer concluded that this type of defect could be caused by the gap that is greater than 2mm that resulted in the tubing to detach from the nozzle of drip chamber during application. The gap between the tubing and drip chamber is caused by an uneven cutting edge of the tubing by the manufacturing process and an over-sight during the outgoing inspection to check for no gap between tubing and drip chamber. The lot number reported was manufactured using an ad-set assembly built prior to the corrective action. CAPA# (B)(4) includes: change the core pin for the nozzle of drip chamber - completed in nov 2007. Re-qualified the molding process of the drip chamber - completed in jan 2008. Re-qualified the adset assembly process - completed in mar 2008. Stop using adset assembly supplied by bd plattling immediately - completed in april 2007. Built in house with drip chamber supplied by bd plattling with in house tubing - completed in march 2008. Enhancement using heat stalking between the tubing and drip chamber - completed in march 2009. (B)(4)